Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the buttons on the insulin pump were not working and a button error alarm was received. Customer's blood glucose was 165 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. However, the up arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.